Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000286200 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 kept timing out in the middle of the harvest. The jaws were not able to cut the tissues properly because it paused mid-cautery/cut. The harvester reported that they did not burn excessively or past 15 seconds. They did not feel it was a time-out issue. Pre-cautery test not performed. Nonetheless, they waited a full minute, but it still stopped mid-cautery. Reported that the jaws were not very dirty and that they replaced the cable (but not the adapter). A new device was used to complete the procedure. No harm to the patient.